Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: customer returned photos of a 1/2cc syringe. Customer states that the plunger of one syringe is difficult to move and it is not possible to aspirate the insulin, the needle is loose, it did not separated from the syringe, but is not well fixed, making impossible the application. The attached photos were examined and exhibited the hub separated from the barrel and it appears that there is no cannula in the hub, which would prevent the syringe from drawing properly. It is difficult to determine if the plunger rod is able to function properly solely from the attached photos. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch # 9210531 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200842492, 200842026, 200842264] noted that did not pertain to the complaint. Occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move, difficult to operate (not drawing) and cannula loose on lot # 8071796. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, plunger difficult to move, difficult to operate (not drawing) and cannula loose) was captured and addressed appropriately. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates, missing cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (plunger difficult to move) root cause description: the pictures showed a syringe without needle assembly and the hub had no cannula. Hub separates: process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Missing cannula: process summary: ¿ racks loaded with hubs travel down a conveyor towards the cannulator. ¿ they approach the cannulator turning horizontally to receive cannula. ¿ racks pass under mars magnet straightening the cannula in the hubs. The rack passes under two ultraviolet lamps, which causes the adhesive to cure. ¿ then the racks go to the shielder with the use of linear motion. The rack locater positions the racks while getting shielded. ¿ the parts are first inspected with an angularity camera, and if the angle of the cannula is too great or there is nothing on that pin, the part is not shielded. ¿ the finished product pick and place head will not pick it up in the gripper as it is gripping the shield for pick up. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle plunger was difficult to move before use, and would not aspirate the medication. Additionally, it was reported that another syringe had its needle hub separate from it. The following information was provided by the initial reporter, translated from portuguese to english: "customer informs that the plunger of one syringe is difficult to move and it is not possible to aspirate the insulin. She also reports the needle is loose, it did not separated from the syringe, but is not well fixed, making impossible the application."